Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) displayed noise on the ventricular rate/sense channel with some fine corresponding noise on the shock channel. The observed noise was oversensed, leading to pacing inhibition and inappropriate delivery of anti-tachy pacing (atp) therapy. No adverse patient effects were reported. Lead measurements were reported to be stable and within normal limits. Attempts to recreate noise using clinical manuevers were unsuccessful.